Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient was admitted to hospital with diabetic ketoacidosis. Blood glucose reading was 29.6mmols and ketones of 6. A call was made to the manufacturer questioning whether the pump was at fault. A request was made for the return of the device. A specific device malfunction was not clearly alleged.